Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via form tracker; the customer was speaking a company representative and reported she was having issues with the insulin pump. Customer stated after she checked her blood glucose for a bolus the device gives her .6 units of insulin when she actually needs 2.6 units of insulin. Customer states her settings are exactly how her doctor input them to the device. Customer stated she will call back for troubleshooting when she had time. The insulin pump is not being returned for analysis.